Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test and the o2 sensor test during pre-use check. Our field service engineer investigated the ventilator on site. The nozzle units was found as defective and the 5000 hour maintenance kit was replaced as the ventilator needed preventive maintenance (pm). The replacement of the nozzle units included in the 5000 pm kit solved the reported failure. During the pm, the membrane in the expiratory cassette was also replaced. In addition, the o2 sensor was replaced a few days later due to o2 sensor failure. The evaluation of the provided logs confirms the reported failures. No parts were returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: # (B)(4).